Manufacturer narrative:
The system was examined and the reported event was replicated. The printed circuit board (pcb) was replaced to resolve the issue. The system was tested and found to meet product specifications. The manufacturing device history record (DHR) was reviewed. Based on qa assessment, the product met specifications at the time of release. The root cause of the reported event can be attributed to nonconforming pcb. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
The power control printed circuit board (pcb) was received, and a visual assessment of the returned sample revealed no obvious nonconformity. The power control printed circuit board (pcb) was tested. The system shut down a few minutes after startup, replicating the reported event. The root cause of the reported event is attributed to the nonconforming power control pcb. Manufacturer will continue to monitor data for evidence of adverse trending and take further action, as appropriate. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Correction g.3: supplemental medical device report (smdr) #2 manufacturing report number is being filed to correct the g.3 date on the supplemental report, filed earlier. Incorrect date of (B)(6) 2021 04:33 pm is being corrected to (B)(6) 2022 05:00 pm. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A customer reported that the system shut down. Additional information has been requested.